Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched to the customer's site. Per the fse, the customer stated that the patient tubes would sometimes have a drop of diluent on the cap after running them in closed mode. The fse replaced a probe, although the probe did not appear to be bent. The fse flushed vacuum pathway from the probe wipe to the vacuum isolation chamber (vic) with bleach. The fse observed that waste filter was installed on backwards, and corrected it. The fse also monitored controls and numerous patient samples tested on this instrument, but no drops were detected on the tube tops. A clear cause of this event was not identified; it could be the probe, obstructed vacuum pathway, or waste filter placed on backwards. Beckman coulter internal number for this report is (B)(4).

Event description:
The customer contacted beckman coulter (bec) stating that they observed a bloody fluid on top of the tube cap after the coulter ac t diff 2 analyzer pierced the sample. The volume of the spill was less than 1/2 cc, and the spill was not contained. No error messages/flags were generated at the time of this incident. The operator was wearing a laboratory coat and gloves while running the analyzer. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated in connection to the reported event. There was no change to patient treatment associated with this event.